Event description:
The pt, a niddm, began obtaining low results on his one touch basic meter (30-40 mg/dl) on 7/19. He ate his normal breakfast and lunch on this day, however, it is unk if he took his typical 10 mg. Glucotrol. His bg sometime in the afternoon was 36 mg/dl. Because he was feeling ill, he consulted his physician who advised him to drink orange juice. 1/2 hr later, his bg result was 46 mg/dl. He proceeded to the dr's office where his blood glucose on the dr's meter (brand unk) was 446 mg/dl. The pt went immediately to the ER (upon referral from his dr). He was diagnosed with hyperglycemia with a lab blood glucose level of 446 mg/dl, treated with 10 mg. Glucotrol and released 3 hrs later. The pt's oral medication was increased from one to two 10 mg. Tablets per day. The meter optics are cleaned with alcohol and the test strips are stored outside of the vial. The product's instructions for use warn that both of these practices may result in potentially inaccurate results.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.